Event description:
This customer reported that there was an error code on the defibrillator during use of the device. There was no negative pt impact as the customer used a different defibrillator to deliver therapy.

Manufacturer narrative:
(B)(4). This customer reported that there was an error code on the defibrillator during use of the device. There was no negative pt impact as the customer used a different defibrillator to deliver therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.